Event description:
It was reported that the stent did not fully open. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for a right digital subtraction angiography (dsa) procedure for continuous subcutaneous insulin infusion. During the procedure, inside the patient, the last part of the stent did not open. The stent system was pulled and removed, and another stent was used to successfully complete the procedure without sequelae.

Manufacturer narrative:
Correction report sent to update h6: impact codes.

Event description:
It was reported that the stent did not fully open. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for a right digital subtraction angiography (dsa) procedure for continuous subcutaneous insulin infusion. During the procedure, inside the patient, the last part of the stent did not open. The stent system was pulled and removed, and another stent was used to successfully complete the procedure without sequalae.